Manufacturer narrative:
This report is submitted on august 24, 2016 by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. H3 other text : device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced a performance decrement with device use and a possible infection at implant site, leading to non-use. Subsequently the device was explanted on (B)(6) 2016. There are no plans to re-implant the patient with a new device.